Event description:
The complaint received states that the cashmere 14 platinum microcoil 12 mm x 30 cm (src14123020 / f42233) failed to detach. After the coil was deployed in the aneurysm; it could not be detached. Pre-electrical check was conducted. After three times of detachment attempts; the cable (f43406) was replaced. However; the coil could not be detached again. The coil was removed safely. After this; seven gdc 360° coils and other six micrus coils were deployed with no problem. There is no report of injury for the patient.

Manufacturer narrative:
This MDR is being submitted as part of retrospective review as a result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. Cc: the complaint received states that the cashmere 14 platinum microcoil 12 mm x 30 cm (src14123020 / f42233) failed to detach. After the coil was deployed in the aneurysm; it could not be detached. Pre-electrical check was conducted. After three times of detachment attempts; the cable (f43406) was replaced. However; the coil could not be detached again. The coil was removed safely. After this; seven gdc 360° coils and other six micrus coils were deployed with no problem. There is no report of injury for the patient. The product was not returned for evaluation. Without the return of the device; the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies; design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.